Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an underdose. The pump was filled the previous week with morphine instead of baclofen. The pt presented to the emergency room on the following weekend with "itb underdose/withdrawal symptoms". The pump was stopped; further treatment options were being considered.